Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the sets started leaking. Customer's blood glucose at time of incident was unknown. Customer does not know it it's coming from the reservoir or from the insulin vial and she was unsure. Customer was advised to contact us next time she does set change so we can help her with doing the set change. Customer was advised that we are sending overnight reservoir.